Event description:
Reporter called lfs in 01/01 alleging that reporter's one touch basic enhanced meter was giving inaccurate low readings. The following information was documented: -- customer had symptoms of thirst, had to go to bathroom alot. -- customer went to the hospital lab and did comparison of meter (200mg/dl) to lab (600mg/dl)---greater than 30 minutes apart. -- customer was given ketoacidosis treatment.